Event description:
It was reported that a tech trained in the use of the starclose se device achieved arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, the device was difficult to remove. In accordance with the instructions for use, an attempt was made to use the access ports to facilitate device removal, however, it was unsuccessful. Counter-traction and force was used to remove the device from the pt's anatomy. Hemostasis was achieved with the device. There were no adverse patient effects reported. Though requested, no additional information was available.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.